Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece did not get hot during evaluation. Handpiece was noisy and vibrates. Found corrosion and debris in head and cap. Contact with cap from chuck pusher.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.